Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. The alarm occurred multiple times. The film on the back of the cassette was loose. The patient line did not prime all the way to end as the patient is not familiar with the priming process. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: one complaint product sample was received from the customer, the sample was received without original package. The complaint product sample was disinfected. As the complaint product sample was being disinfected and prepared for analysis, there were no leaks found, the cassette was in good condition, no bents, cracks, or other damages could be observed. The complaint product sample was visually inspected. During the visual inspection it was found that the cassette was in good conditions, no bents, cracks, or other damages could be observed. A functional test was performed to the complaint product sample with the cycler machine. During functional test, no air bubbles, alarms, leaks or other issues were detected. After the test was complete, the test the cassette was removed from cycler and no moisture was found. The test was completed successfully. The reported event could not be confirmed during sample evaluation. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was not confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. The alarm occurred multiple times. The film on the back of the cassette was loose. The patient line did not prime all the way to end as the patient is not familiar with the priming process. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.